Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by a nurse practitioner that the patient had been hospitalized on (B)(6) with hypoglycemia. The patient's blood glucose levels dropped below 70 mg/dl, to 40-50 mg/dl, while wearing the pod between 4 and 24 hours. The patients levels had also hit over 400 mg/dl during the day. She was given dextrose through peripheral catheter, which brought her levels back up to 90 mg/dl. Patient was reportedly admitted into the medical surgical unit. No other information was provided.